Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl). Customer requested assistance lowering the pump basal rate. Tandem technical support guided the customer through adjusting the basal rate. Customer brought bg levels to target range with soda.